Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract to treat laterally spreading tumor after an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. After the procedure, a hemostatic clip was used to close the wound; however, it malfunctioned. The clip was unable to release from the catheter, the slider could not be tightened, and the delivery wire broke. The entire device was removed, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the intestinal tract to treat laterally spreading tumor after an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. After the procedure, a hemostatic clip was used to close the wound; however, it malfunctioned. The clip was unable to release from the catheter, the slider could not be tightened, and the delivery wire broke. The entire device was removed, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: investigation results- visual analysis of the returned device revealed that the device returned with the clip assembly detached, with evidence of full deployment. The reported event of clip failure to release from catheter and handle break was not confirmed, as the investigation found the clip assembly fully deployed. The risk review confirmed that "clip failure to release from catheter and handle break" was documented in the product risk records, supporting that it falls within the acceptable risk-benefit profile of the product. Based on all available information, the most probable cause assigned is "no problem detected".